Event description:
Nurse reported that they were having fluid removal issues on all phoenix machines. Device was set to remove 5 liters; machine said it removed 5 liters. Patient weight difference was 4.1 liters. The tmp fluctuated continuously between 5 and 35, during the entire treatment.

Manufacturer narrative:
Gts rep unable to duplicate fluid removal problems. Gts found the pi out of calibration at atmosphere. He performed uf verification and mass balance test, with no problems found. Gts calibrated, verified, tested pi, verified po, arterial pressure, and venous pressure. He also performed blood circuit leakage test and blood pump rotor occlusion test, no problems found.